Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding the same issue, one of them closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 20 closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.21 kgf in average and 1.14 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Sewing test on artificial skin tissue has been conducted with some closed samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance of the thread is the usual one. Nevertheless, taking into account that there is one previous complaint where the samples received did not fulfil b. Braun surgical specifications, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received in the previous complaint analyzed did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the thread breaks. The reporter indicated that the threads are fibrous and breaks after several stitches. The thread is splitting and breaking.